Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A visual and functional assessment was performed which found that the device was power broken, stopped running and displayed an e6 error code. It was further determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position, which was due to user error. It was determined that the failure power broken was what caused the device to stop running and caused the e6 error code. Therefore, the reported condition was confirmed. The assignable root cause was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was power broken; it stopped running and displayed an e6 error code. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.